Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. The instrument did not have any damaged cables. The instrument had no missing materials at the distal end. The grips opened and closed properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a piece of plastic missing from the tip and the wires were exposed. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that damage was first noted in the sterile processing department (spd), not during surgery, and the reporter does not know which patient last used the instrument. The damage consisted of a missing plastic piece that covers the wires, while no broken cables were noted, no loss of cautery was reported, and no signs of thermal damage or arcing were observed. The instrument was not used in a procedure at the time of discovery, no fragments fell into the patient, and no patient injury was associated with the event.